Event description:
The customer reported that the insulin pump was stuck in the prime/rewind loop. The blood glucose reading was 116mg/dl. Troubleshooting was performed, and the displacement test passed. The caller stated that the insulin squirted out during the manual prime and the device alarmed. The customer mentioned that the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.